Manufacturer narrative:
An implant was returned with evidence of a fractured screw inside. There was damage noted to the threads of the implant, likely due to the removal process. There was evidence of remnant bone along the implant. The remaining fractured portion of the screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured inside the implant. The screw could not be removed; therefore implant was removed.